Event description:
It was reported by service report that the head end jack will drift down with or without weight applied and the siderail will only latch up intermittently. It is unknown if there was patient involvement, however, no adverse consequences are reported.